Event description:
It was reported that the 5x40 mm absolute pro was flushed as normal before use. Difficulty was experienced removing the mandrel and after pulling on the device, the stent prematurely deployed. The stent delivery system was not used on the patient. The 5x60 mm absolute pro was prepared as normal before use, without issue. It was reported that a small split in the shaft, confirmed not to be a separation, was noted prior to use of the device; however, the decision was made to use the device as the physician needed this length of stent for the lesion. The stent was successfully deployed in the patient and the stent delivery system was removed with no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the absolute pro 5.0 mm x 60 mm self x 135 cm self expanding stent system (sess) was returned with blood on the shaft and on the handle, consistent with the reported use. There was no saline visible. The distal sheath was fully retracted, consistent with the reported information that the stent was deployed. The entire circumference of the outer member and stabilizer was torn between the strain relief tubing stops. The shaft was still in one piece and not separated. There was a bend in the shaft at the torn outer member and stabilizer. There was no other damage noted to the sess. The handle was in the unlocked position. Potential factors for torn outer member include, but are not limited to, manufacturing, kinked shaft, and inadvertent mishandling. To ensure this is not the result of a manufacturing deficiency, all self expanding stent systems are 100% visually inspected for damage/kinks. It may be possible that the shaft kinked during removal from the packaging and with additional handling, the outer member began to tear; however, this could not be confirmed. It was reported that the small split in the shaft was noted prior to use of the device; however, the decision was made to use the device. It should be noted that the absolute pro instructions for use states: inspect all product prior to use. Do not use if the package is open or damaged, or if the product is damaged. Avoid unnecessary handling, which may kink or damage the delivery system. A conclusive cause for the torn shaft could not be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records. Additionally, a query of the complaint handling database was performed and there have been no incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 5x40 mm absolute pro is being filed under a separate medwatch MFR number. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.